Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the no external power alarms was confirmed via the submitted log files. The system controller, (B)(4), was not returned for analysis; however, a log file was submitted for analysis. The submitted periodic log files labeled 104001 and 103941 contained partially overlapping data spanning an unknown amount of time. The exact timespan of the log file could not be determined due to the system controller clock becoming corrupt in the beginning of each log file. The log file captured a no external power alarm on 01oct2021 at 07:57:46. The reasoning for the alarm is unknown due to the previous event to the alarm being 9 hours before the alarm. The events leading up to the alarm were not captured in this log file. The periodic log file does not capture every event and alarm; therefore, the cause for the alarm being active is unknown. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial#: (B)(4)) was manufactured in accordance with manufacturing and qa specifications. (B)(4) was shipped to the customer on 24jul2019. Heartmate iii patient handbook (rev. C), section 5 ¿alarms and troubleshooting¿ and heartmate iii instructions for use (IFU) (rev. C), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including no external power alarm conditions, low flow alarm conditions, controller clock not set visual alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate iii patient handbook (rev. C) section 6 entitled ¿caring for the equipment¿ and heartmate iii IFU (rev. C) section 8 entitled ¿equipment storage and care¿ address how to properly care for, maintain, and store the equipment for proper use. Heartmate iii patient handbook (rev. C) and heartmate iii IFU (rev. C), caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the log files confirmed an increase in emergency backup battery (ebb) use count from 103 to 115.